Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information found in medical records. Updated a4, b4, b5, b7, g3, g6, h2, h6 type of investigation. Corrected h6 clinical code. Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a tav in sav procedure with a 29mm sapien 3 valve inside a pre-existing surgical valve in aortic position. Approximately 4 years and 11.5 months later, the patient underwent explant of the sapien valve due to calcification and a torn leaflet. The patient is recovering. After a review of the medical records, the patient presented with symptoms of chest pain, sob and fatigue. Recent echo revealed an aortic mean gradient of 39mmhg, ava 0.79cm2 confirming severe stenosis with mild aortic regurgitation. Due to the condition of the aortic root combined with aortic stenosis, the patient was recommended for explant to enable a re-do root replacement/avr. During explant - the 29mm edwards thv was described as "completely calcified" and one leaflet was torn in half.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 component code, type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaints for svd - leaflet tear and svd - calcification were confirmed based on the provided information from the field clinical specialist (fcs). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 11.5 months later, the patient underwent explant of the sapien valve due to calcification and a torn leaflet." The valve was explanted, and torn leaflet was observed. In this case, the explant could potentially damage the valve leaflet, leading to the torn leaflet. As such, available information suggests that procedural factors (valve explant) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time for the svd - calcification. A technical summary is applicable to this complaint event as patient conditions likely lead to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, a patient underwent a tav in sav procedure with a 29mm sapien 3 valve inside a pre-existing surgical valve in aortic position. Approximately 4 years and 11.5 months later, the patient underwent explant of the sapien valve due to calcification and a torn leaflet. The patient is recovering.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaints for leaflet tear and svd - calcification were confirmed based on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 11.5 months later, the patient underwent explant of the sapien valve due to calcification and a torn leaflet." The valve was explanted, and torn leaflet was observed. In this case, the explant could potentially damage the valve leaflet, leading to the torn leaflet. As such, available information suggests that procedural factors (valve explants) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Available information suggests patient factors likely contributed to the event as the patient has a history of vast comorbidities (e.g., htn, hyperlipidemia, diabetes type 2). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. A definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.